Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode after a magnetic resonance imaging (MRI). An alert was sounding due to the bvvi. No changes were reported. There were no patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) had failure to interrogate due to the bvvi. No changes were reported. There were no patient consequences.